Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of the sterile certifications found the devices to be conforming with no applicable deviations. The devices were verified to have gone through acceptable sterilization following iso/aami/astm and EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet such as hospital/surgical environment, provider-related risk factors and/or patient comorbidities. As there were no indications of a product or process issue identified affecting implant safety or effectiveness, the implanted products are not identified to have contributed to the reported infection.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices - persona trabecular metal two-peg porous tibial component left size e catalog #: 42530007101 lot #: 65068952, persona trabecular metal cruciate retaining standard porous femoral component catalog #: 42502806601 lot #: 65353953, persona medial congruent articular surface left 10mm catalog #: 42512100810 lot #: 65053538. Report source - foreign: event occurred in australia. The complainant has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2023-00692, 0001822565-2023-00693 and 3007963827-2023-00050. Investigation incomplete.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address pain, stiffness and infection approximately seven (7) months post-operatively. Attempts have been made, however, no additional information is available.